Manufacturer narrative:
The pump has been sent to repair depot by the customer. Field service technician (fst) investigated the pump and found that the safety system board was missing - incomplete pump has been received by the repair depot. As stated by the fst it seems like the customer attempted to repair the board and possibly damaged it. The error could not be reproduced as the board was missing. Thus the failure could not be confirmed. According to service order (B)(4) a new safety system board has been installed. Additional belts has been replaced as they were due for replacement (maintenance). Pm, calibration and full functional test as per the service manual have been performed. All tests passed. As the original safety system board is missing, further investigation was not possible. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Field service technician has been sent for investigation and found defective safety system board. Thus the failure could be confirmed. According to service order #(B)(4), the safety system board has been replaced. Additional belts has been replaced as they were due for replacement (maintenance). Pm, calibration and full functional test as per the service manual have been performed. All tests passed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. A supplemental medwatch will be submitted after new information has been received.

Event description:
Customer stated that device is alarming error safety - s after control board replacement by customer. No patient involvement. (B)(4).